Event description:
It was reported that there was increased threshold on both leads. It was also reported that the adapter wire/insulation were exposed and the adapter was mangled. The two epicardial leads were removed and replaced. It was further reported that the new attempted epicardial lead had high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead adaptor was returned, analyzed, and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the lead was stretched, and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, the connector pin was bent, and there was apparent explant damage.